Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and preliminary analysis found an eri (elective replacement indicator) condition. Analysis of the memory dump revealed anomalous battery voltage measurements were caused by a measurement lock up resulting in an unclearable eri. The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit. We also received performance data collected from the device and have analyzed the data. Battery depletion/ eri were indicated. There was a measurement lock-up error, resulting in eri.

Event description:
It was reported that the device was at elective replacement indicator and had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.